Event description:
On 4/2/95 a trauma pt came into the emergency department from a mva. The pt was in a bradycardia on arrival to the hosp. Hosp had him attached to a monitor and were proceeding with life support measures. Hosp decided to attach him to the external pacer. It was not plugged in when brought to the room. It was plugged in prior to moving it to the emergency department. The patches were put on the pt. The screen blanked off 2 or 3 times and a nurse had to push the on button to get the screen back on. Pacer would not come on. Defib part was not on, so it was turned on. It was then that the screen blanked off again. Unit was turned back on. At this point pt was shocked. Pt was shocked 2 times, once at 200 and a second at 360. These both seemed to work and delivered the power it should have. Pacer was tried again, and even with the defib on, the on button would not light up, nor would the pacer capture. The pt's body would not even contract so there was no current going through. Hosp had a problem with the unit battery charging light not being on for some time. Battery charge light on the front of the monitor will not stay lit. When the machine is unplugged and then again plugged in it will initially light up and may stay lit for several hours or only momentarily. This issue has been addressed by bio-electronics. On a daily monitor check when charging up the defibrillator to 100 joules and discharging it into the machine instead of delivering the joules once it counted down. However, later in the day and since that time this problem did not appear on the routine daily checks.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-95. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: mechanical problem. Conclusion: device failure occurred but not related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.